Event description:
The user facility reported that the tip of glidewire broke off during case as they were trying to advance through calcified lesion. The estimated blood loss was unknown. They had to retrieve the tip of the wire. The patient was in stable condition. The procedure outcome was that they had to finish before done. Additional information was received on 20jul2023: the procedure being performed was a lower extremity angio.